Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device wirelessly or when using the programmer radio frequency (rf) head. Another programmer was obtained, with the same results. The programmer power was cycled on both programmers, and after a short time (period unknown), with the rf head over the implantable cardioverter defibrillator (ICD), both programmers were able to register the patient, and interrogation was completed. It was then determined that the battery voltage of the ICD was at recommended replacement indicator (rri). The programmer remains in use. No patient complications were reported as a result of this event.